Event description:
A user facility reported a fresenius 2008t machine blood pump rotor tubing guide roller came loose and damaged the blood tubing during treatment, causing leaks. The machine had around 6000 hours and the rotor was original to the machine. The patient was able to complete treatment on another machine. The estimated blood loss was unknown. A replacement rotor was requested. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the bloodline was not returned for investigation. The returned rotor has a missing sleeve (guide sheave) on one of the rear guide pin. There are signs of debris and wear markings on the pin. There are no other discrepancies found with the rotor assembly. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. There were no discrepancies with the other sleeves during testing. The complaint event of loose rotor guide pin is being addressed by CAPA# 1538514. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is confirmed.

Event description:
A user facility reported a fresenius 2008t machine blood pump rotor tubing guide roller came loose and damaged the blood tubing during treatment, causing leaks. The machine had around 6000 hours and the rotor was original to the machine. The patient was able to complete treatment on another machine. The estimated blood loss was unknown. A replacement rotor was requested. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.